Manufacturer narrative:
The patient was born in 1963. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis and was hospitalized on the same day as onset of the event. The breach was further described as a change in patient caregiver. On an unreported date, the patient was treated with an unspecified antibiotics. Treatment was discontinued one day before the receipt of the reported event. It was not reported if the caregiver was retrained on proper aseptic technique. On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not recovered from the event. Additional information is not available.